Manufacturer narrative:
Concomitant medical products: product ID:l 3889-28, lot#: va14ffp implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, urinary dysfunction/sacral nerve stim, and gastrointestinal/ pelvic floor. It was reported that the patient mentioned that the system was taken out because the lead is causing them heargasm. No further complications were reported.